Manufacturer narrative:
PMA/510(k)#: k142688. The device involved in this complaint is an echo-hd-19-c device of lot# c1156297. This echo device was received with the needle un-retracted and exposed approx. 6cm from the sheath of the device. The stylet was returned with the device and fully in-situ. The sheath of the device was fully intact and no damage was noted along the length of the sheath, however a kink was visible below the sheath extender when the sheath extender was positioned at reference mark 1. The needle was examined and was confirmed to be fully intact. This distal needle tip was examined under the microscope and it was confirmed to be fine. The customer complaint was confirmed as the needle of the returned device could not be retracted. The kinking below the sheath extender most likely occurred if the stylet is not inside the needle when advancing into the targeted site. It could also occur due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for this echo-hd-19-c device of lot# c1156297 did not reveal any discrepancies that could have contributed to this complaint issue. The instructions for use, ifu0077-3, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. It is also states in the precautions section to ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The echo needle could not be retracted during use. Event is FDA MDR reportable based on the malfunction reporting precedence for this device family for the issue of 'non retraction of the needle'. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
PMA/510(k)#: k142688. The device involved in this complaint is an echo-hd-19-c device of lot# c1156297. This echo device was received with the needle un-retracted and exposed approx. 6cm from the sheath of the device. The stylet was returned with the device and fully in-situ. The sheath of the device was fully intact and no damage was noted along the length of the sheath, however a kink was visible below the sheath extender when the sheath extender was positioned at reference mark 1. The needle was examined and confirmed to be complete, no pieces were missing. The distal needle tip was examined under the microscope and it was confirmed to be fine. The customer complaint was confirmed as the needle of the returned device could not be retracted due to needle breakage below the sheath extender. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender which led to the breakage. The kinking below the sheath extender most likely occurred if the stylet is not inside the needle when advancing into the targeted site. It could also occur due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in needle breakage. This would result in the difficulties experienced by the customer in retracting the needle. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for this echo-hd-19-c device of lot# c1156297 did not reveal any discrepancies that could have contributed to this complaint issue. The instructions for use, ifu0077-3, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. It is also states in the precautions section to ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted to correct an error within the investigation details submitted in the initial report. Initial description submitted as follows: the echo needle could not be retracted during use.